Event description:
It was reported that post implant the lead was causing diaphragm stimulation. The lead was reprogrammed and remains in use. The patient was enrolled in the prompt clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.